Event description:
The pump was infusing morphine.

Event description:
It was reported that a patient got an infection. The patient developed bacterial meningitis. The device was explanted and antibiotic treatment was necessary as a result of the event. Culture was taken from the lumbar region. The type of organism cultured had not been specified. The location of the issue was along the catheter track. The patient¿s status was alive with no injury. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4) , product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter; product ID 8590-1, lot # n534396, implanted: (B)(6) 2015, product type accessory. (B)(4).